Event description:
Pt had breast augmentation 14 yrs ago. Mva 12/12 and had probable rupture of implant. Pt had pain in both breasts. Pt had bilateral capsulectomies with removal of implant material. Path report = ruptured implants bilaterally.